Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the propofol tubing was running dry on (B)(6) 2025 . The reporting rn verified that the bottle was empty and tubing was running dry, indicating entire bottle had infused over ~30min. The reporting rn assessed the patient's condition, noting minimal changes from prior assessment (the patient had been unresponsive, no gag reflex, perrl, no reaction to painful stimuli). The reporting rn hung a new bottle of propofol on a new pump module, taking the previous out of circulation. The propofol rate was decreased to 20 mcg/kg/hr from 35mcg/ck/hr. It was noted that the medication continued to flow through the pump module when the channel door was closed.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: event attributed to, e2401 - insufficient information, f2303 - medication required, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: adverse type, describe event or problem, unique device identifier (UDI)#, medical device serial #, type of reportable events, device manufacture date additional information: device eval by manufacturer?, imdrf annex e, f, a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a propofol tubing running dry could not be confirmed through the log analysis or could be replicated during device testing. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to be properly close the administration set safety clamp when the door was opened. The facility initially reported that a pump module was infusing propofol on march 30th, 2025, however the event log review revealed that the device was infusing vancomycin at 750 mg. Further investigation identified that the suspect pump module (sn (B)(6)) had infused propofol the previous day, march 29th, 2025, and was in use from 10:40 pm to 11:31 pm. Logs were reviewed, however no errors corresponding to the reported event were found. The suspect pump module was assigned to channel d, with its last recorded infusion running from 8:59 pm to 11:31 pm. The suspect device was programmed at 8:59 pm to infuse propofol at 35 mcg/kg/min for a 65.8 kg patient, adjusting the rate from 11.844 ml/h to 13.818 ml/h. Between 10:32 pm and 10:37 pm, the pump module alarmed for air-in-line and the infusion was restarted each time by the clinician. At 11:18 pm, an attempt to increase the propofol dose to 80 mcg/kg/min triggered a guardrails alert, as it exceeded the hard limit of 66 mcg/kg/min. The clinician reprogrammed it back to 35 mcg/kg/min, continuing the infusion until 11:29 pm, when the channel was powered off. The total volume infused was 104.586 ml, however, this value represents an accumulated volume from previous infusions prior to the reported time of the event. Log analysis confirmed that the propofol dose did not decrease to 20 mcg/kg/hr as initially reported; instead, it remained programmed at 35 mcg/kg/hr from 8:59 pm until 11:29 pm it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Per product labeling, alaris system user manual (v9.33), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. Bd does not recommend the use of third-party parts for the alaris system. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties. A medical device safety alertmms-21-4263-us) was sent out on 7 february 2022, warning facilities to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the report of propofol tubing running dry was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a1801, a0404, c0601, c07, d01, d15, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the propofol tubing was running dry on 30mar2025. The reporting rn verified that the bottle was empty, and tubing was running dry, indicating entire bottle had infused over approximately 30min. The reporting rn assessed the patient's condition, noting minimal changes from prior assessment (the patient had been unresponsive, no gag reflex, perrl, no reaction to painful stimuli). Customer reports the patient did not experience any symptoms from the propofol over infusion. There was no patient harm. The reporting rn hung a new bottle of propofol on a new pump module, decreasing the rate to 20 mcg/kg/hr. From 35mcg/kg/hr. The previous pump module was taken the out of circulation. It was noted that the medication continued to flow through the pump module when the channel door was closed.